Event description:
The customer reported leak from the coulter lh 500 hematology analyzer while running the instrument in primary mode. The volume of the leak was about 1 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found that the actuator for pinch valve pv21 was not working properly. The fse replaced pinch valve pv21, the tubing and the actuator, which repaired the leak. The repairs were verified per established procedures. (B)(4).